Manufacturer narrative:
Concomitant medical products - model: 694765, lead; implanted: (B)(6) 2015. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) remaining battery longevity does not meet the customer's expectations. The device has been implanted for approximately one year and nine months and displays a remaining longevity of approximately one year. It was determined that with the current device settings the remaining longevity is accurate. The device remains in use. No patient complications have been reported as a result of this event.